Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Patient received an atp inappropriately but was unaware of it. Noise signals were detected that resembles myopotential oversensing. Reprogramming changes were recommended. Noise was not reproducible with isometrics. Patient had no symptoms from the noise incident and will continue to be monitored. The patient did not experience adverse events.